Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose had been high all morning. Her blood glucose at the time of phone call was 412 mg/dl. She did not report any specific symptoms of hyperglycemia, but stated that she just felt different. The customer had been treating her high blood glucose with pump boluses. Troubleshooting was initiated for the high blood glucose. There were no alarms found in her alarm history since the high blood glucose began. The customer also confirmed that her doctor had changed her settings. The customer was assisted with correcting the programming on her insulin pump. She was advised to speak with her doctor about the settings, and to change her entire infusion set, reservoir and insulin and treat per health care provider's instructions. The customer did not have a tubing clamp to perform the high pressure test. No products were returned and a tubing clamp, reservoir, and infusion set were shipped to the customer.